Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During the implant procedure, an ascending aortic aneurysm repair and aortic valve closure with a dacron patch were also performed. The patient also had a temporary right ventricular assist device implanted and the patient's chest was left open post-implant. The patient received numerous blood transfusions and prothrombin complex concentrate for severe post-op bleeding. On (B)(6) 2016, high pump powers and high estimated flows occurred. It was determined that there was likely a clot in the pump secondary to the use of prothrombin complex concentrate for the bleeding. On (B)(6) 2016, the patient's pump was exchanged.

Manufacturer narrative:
The maude identifier is mw5060738. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received via cdrh voluntary event report (foi for manufacturers) notification that stated: patient implanted with a heartmate ii lvad and temporary centrimag rvad on (B)(6) 2016 due to nonischemic cardiomyopathy and chronic systolic heart failure. The patient¿s chest was left open at the time of implant, then closed in the operating room on (B)(6) 2016. On (B)(6) 2016, the lvad powers and flows started to spike eventually leading to more consistent high powers and flows on (B)(6) 2016. Ldh stable in the 400¿s on these days. Tee done on (B)(6) 2016 which showed no thrombus on the left atrial appendage. Due to the continued high powers and flows, there was concern that a thrombus had formed in the lvad pump. The patient was taken to the operating room on (B)(6) 2016 for a lvad pump exchange and rvad decannulation. The surgery went well and the patient is recovering in the ICU. Pump sent back to st. Jude (formally thoratec) for evaluation. Additional information received from the vad coordinator: it was reported that the right-sided extracorporeal circulatory support device did not contribute to the event. It was reported that the patient's lactate dehydrogenase level was normal, the CT scan was negative, and the ramp echocardiogram showed that the patient's left ventricle did respond to increases in speed appropriately with the aortic valve being oversewn. The spikes seen in the pump power and estimated flow were reportedly likely due to the bearings "getting used to working."

Manufacturer narrative:
A correlation between the device and the report of a suspected clot and post-operative bleeding could not be conclusively determined. The evaluation of the outflow elbow as well as the blood-contacting surfaces upon disassembly of the explanted device revealed no evidence of depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.